Event description:
The customer reported that the left monitor went black during a case. No image or patient demographic on monitor when problem occurred. No patient injury was reported.

Manufacturer narrative:
The ge service rep confirmed the monitor problem by switch video connectors on rear of workstation. He replaced the monitor, optimized image and tested system, system operates as intended.